Event description:
The lens was implanted in (B)(6). The pt complained of decreasing visual acuity, and on examination under full dilation, an apparent white clouding in the center of the optic with a diameter of approximately 3.5mm was observed. An iol exchange was performed and the pt is now seeing well. The lens was returned to rayner and has been sent to a third party for analysis.

Manufacturer narrative:
(B)(4). The mfg records have been reviewed and no anomalies detected. No other complaints have been received for this lot. The device is currently undergoing evaluation. If the complaint is confirmed then add'l info will be provided when it is received.